Event description:
A 28 mm diamter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascualr treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysm aortic neck was 23 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 185 mm. Vessel morphology is unknown. It was reported that the external iliac arteries were torn bilaterally due to vessel calcification and manipulation of the sheaths during the procedure. The tears were repaired with gore-tex grafts. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.